Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an ams monarc to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "extreme pain, erosion," "recurrent incontinence and pelvic organ prolapse" dyspareunia, "pain and suffering, disability, mental anguish" and other injuries. The plaintiff's attorney also alleged that the plaintiff underwent "multiple surgeries and revisionary procedures, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.